Manufacturer narrative:
Additional information provided confirmed a bav was not performed as it was deemed unnecessary by the operators and the valve had remained in the patient¿s body. The native annulus measured 26mm x 21mm by CT. The native aortic leaflets were moderately calcified. The patient had severe mitral annular calcification. The valve had been positioned 50:50 and was deployed at the bottom of the stent at the level of the native valve. The image intensifier angle was noted to be good, coaxial alignment of the delivery system and valve was good, ventilation was not held and there was no loss of pacing capture during valve deployment. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, although the exact cause for the embolization is unknown, patient factors and procedural factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards affiliate in israel that during the transaortic tavr procedure, a few seconds after the implantation of the 23mm sapien 3 valve, the valve embolized into the aorta. The patient was noted to have remained stable during the whole procedure. The physician decided to have the patient return one month later in order to implant another valve. Note: this case pertains to the first valve. Ref. Mfrg number: 2015691-2015-03221.

Manufacturer narrative:
Cine images were provided to edwards and reviewed by an edwards physician proctor. The following observations were made: procedural angiography: · delivery system distorted due to stored tension when attempting to cross the native annulus. · coaxial angle was not achieved. Three cusps were not aligned. · valve positioned too high prior to inflation. · valve deployed in descending aorta, delivery system not completely un-flexed within descending aorta. · patient¿s l-main height appears low. Observations/impression: recommend bav prior to thv deployment. In this case, per the imaging review the valve embolization was due to procedural factors (non coaxial alignment of delivery system/valve, too aortic positioning of valve).